Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: it is unknown whether patient received treatment for dysmennorhea and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: event injury to herself replaced by events menorrhagia (heavy menstrual bleeding) and dysmenorrhea (cramping), reporter information, product indication, insertion and removal dates updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.